Manufacturer narrative:
Concomitant products: product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 97754, serial # (B)(4), product type recharger; product ID 3777-75, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2014, product type extension. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative reported the consumer's device was not on because it was in the pocket with no leads attached. The leads were removed due to an infection a couple of years ago. Indication for use included non-malignant pain and occipital neuralgia.

Event description:
It was reported that the patient had an infection a few weeks prior to report that the physician treated with an antibiotic. The infection type was unknown and there was no culture taken. The date of onset/diagnosis of the infection was approximately three weeks prior to report. This cleared up the skin redness, but the patient still had a ¿large hard lump¿ that formed beneath the skin over the last two weeks. It extended out towards the subcutaneous lead and extension. It extended towards the lead tip from the anchor site. This was an occipital lead in the back of the patient¿s head on the right side. As the lump grew and extended, the patient also lost stimulation. There was a loss of relief. There was less than 50% relief. The manufacturer's representative reprogrammed the patient, but was unable to provide stimulation at the highest setting. The impedances were all >7,000 and were more like 1200 at the time of the implant in (B)(6). The patient would be seen next wednesday in the office, but the manufacturer's representative would not be present and would not know the outcome until further notification. It was noted that removal was an option at this time. The event occurred during normal use. The product status was implanted and remains-in-service. The patient status at the time of this report was alive with no injury. No outcome was reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.